Manufacturer narrative:
H4 manufacturing date ¿ added h3 device evaluated by mfg ¿updated d4 expiration date - added d9 product available to stryker ¿ updated d9 returned to manufacturer on ¿updated due to the automated (manufacturing execution system) mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent delivery wire (sdw) was kinked 44cm from the proximal end and at the distal tip. There was no damage noted to the introducer sheath. The stent or micro catheter were not returned. Functional testing was not performed as the subject stent was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent difficult/unable to advance or pullback through catheter could not be duplicated; however, the analysis results are consistent with the reported event. The reported stent deployed prematurely during use was confirmed during analysis as the stent was not returned. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was described as 'moderately tortuous'. It was reported, 'during one aneurysm embolization case, the operator used the catheter to deliver the stent. When it reached 30cm from hub, the delivery resistance was very big. After several tries the stent could not be advanced out of microcatheter, so the operator tried to withdraw the stent slightly and the stent deployed in microcatheter unexpectedly. He had to withdraw the whole system and used another microcatheter and stent to finish the procedure. Only delivery wire was returned'. Given the lack of damage noted to the distal tip opening of the introducer sheath and the deformation noted to the sdw, as well as the event description which notes increasing resistance when the stent was being advanced inside the microcatheter, it is possible that the introducer sheath was initially set up correctly but subsequently moved proximally prior to stent advancement out of the sheath. This would result in a gap between the distal end of the sheath and the microcatheter lumen. If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into this gap. The user will then experience increased resistance while attempting to advance the stent through the microcatheter. This is one possible explanation to explain the analysis findings. An assignable cause of procedural factors has been assigned to the reported event of the stent difficult/unable to advance or pullback through catheter and the stent deployed prematurely during use and to the analyzed damage of sdw kinked/bent and stent deployed prematurely during use as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during a neurovascular procedure, resistance was felt while advancing the subject stent through the microcatheter and could not be advanced anymore. The operator withdrew the subject stent and while withdrawing the subject stent deployed in microcatheter. The subject stent along with the microcatheter were taken out from the patients body. The subject stent was replaced and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during a neurovascular procedure, resistance was felt while advancing the subject stent through the microcatheter and could not be advanced anymore. The operator withdrew the subject stent and while withdrawing the subject stent deployed in microcatheter. The subject stent along with the microcatheter were taken out from the patients body. The subject stent was replaced and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.